Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav oi was used in a ablation procedure. During preparation there was no sufficient irrigation going from tip of the catheter even on the velocity 60 ml/min. There was no tube or irrigation error observed. The catheter was exchanged and the procedure was completed. The patient was stated to be stable after the procedure.